Manufacturer narrative:
The lens was returned in a plastic specimen cup. Solution was dried on the lens. The lens was cleaned with klrp for further evaluation. A large scratch was observed on the anterior central optic zone. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the 12.5 diopter, (1.5 extended depth of focus) lens was exchange for a non-company monofocal lens (za9003). The diopter was not provided. Due to the exchange of a toric extended depth of focus lens to a monofocal lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following an intraocular lens implant procedure, the patient experienced shadows around subjects due to the lens dislocated in the eye. The lens was later exchanged in a secondary procedure. Additional information has been requested.